Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the ligasure device did not coagulate. No patient injury reported. Multiple attempts were made to gain additional information without success.